Event description:
It was reported that during follow-up, episodes of non-sustained oversensing were observed. No patient symptoms were reported. These episodes were actually short runs of ventricular tachycardia and were classified as non-sustained oversensing due to latency of sensing on the ventricular channel. It was also noted that the patient was lost to follow-up and no software update had been performed until this visit. No programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.